Manufacturer narrative:
Per instruction for use: "if the cycle cancels the sterrad cyclesure bi should be autoclaved. A new sterrad cyslesure bi should be used in the next cycle.

Event description:
The affiliate reported a customer with suspected positive biological indicator (bi). The customer did not recall any of the items from the load. The customer did not provide info regarding potential pt injury. The affiliate reported that the customer did not have any issues with the load run in the cycle. The affiliate reported that the customer had used the bi in a previous cycle that cancelled. The affiliate reported that rather than throwing the bi away, they used it again.